Manufacturer narrative:
Device evaluation: medtronic is leading an evaluation of the reported arm cart assembly (aca): evaluation of the provided image shows an operating room team interactive (orti) display which shows the error message multiple times as: "arm 1: warning: arm failure. Use mechanical releases to withdraw. Unplug arm; contact medtronic support. Press dismiss to acknowledge.". Review of the field service notes indicate that the field service engineer (fse) went on site for an arm error repair and found that the fault detection circuit (fdc) was triggered on this arm. The cause could not be found but it was solved by running the fdc script and re-establish the arm functionality. The arm is now working fine. Evaluation of the device data logs indicate that the aca experienced error code 'safety fault detected on cart 1' which indicates the fdc detecting a low fault on arm 1. Due to this error, the arm was not recognized by the system. Further evaluation of the reported arm cart assembly is still pending, and the investigation is not able to identify a root cause at this time. Additional information will be provided in a supplemental regulatory report when the investigation is complete. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to a robotic laparoscopic cystectomy, the arm cart assembly (aca) triggered an arm error on the operating room team interactive (orti) display after the boot process completed. Immediately following the error, the aca was no longer recognized by the system and all lights on the aca turned off. The aca was rebooted four times and then disconnected and reconnected to a different port to rule out a port-related issue; however, the issue persisted. The procedure was completed using three acas instead of four. There was no patient involvement.